Manufacturer narrative:
Event date: estimated based on aware date of (B)(6) 2019. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified limb. A 6.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.